Manufacturer narrative:
(B)(4). The valve is still implanted and is functioning properly. The valve is designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. Information about known effects of magnetic influences on adjustable valves was provided to the reporter on (B)(6) 2008.

Event description:
It was reported that sometime during patient transport a magnet changed the strata ii valve setting. Later when a magnet from a pacemaker was brought into the patient's room it caused valve to again switch settings (2.5 to 0.5). Requested documentation regarding magnetic influences on strata valves. On (B)(6) 2008 received additional medwatch report event information: pediatric patient with multiple problems including cardiac (requiring pacemaker) and hydrocephalus (requiring vp shunt placement). Several weeks later, neurosurgery was asked to tap shunt because of increased fever and increased wbc and when they did - they got back low volume. A CT scan was ordered and result indicated massive over drainage and decompression of the third and lateral ventricles with acute or chronic subdural hematomas. Programmable setting of shunt valve was checked and the setting found to be open - at the lowest setting. This had not been changed by clinicians (last change had been around on month from implant from a setting 1 to 1.5). The setting was immediately changed to closed. CT scan a few days later shows improvement in the size of ventricles and slight decrease in size of subdural hematoma.